Event description:
It was reported the pt had fallen, and one of the leads migrated. The physician planned to undertake surgical intervention to reposition the lead. It was reported the pt decided to have the scs sys explanted. It was reported the surgery was without incident, and the devices would not be returned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.